Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the incomplete flap cut due to liquid between cornea and cone resulted in many dockings in the left eye of a patient, during surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The provided perfect logfile extract for this specific treatment overview provides however additional information: the reported treatment could be identified. The duration of the docking process was around thirteen minutes and thirty-nine seconds. The surgeon lost vacuum one, five times and vacuum two nine times during the docking process/before the treatment. Suction ring and patient interface were docked six times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified. Multiple dockings and the long suction time can lead to the described issues. The manufacturer internal reference number is: (B)(4).